Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that there was overpressure in the joint space. No medical intervention, no adverse consequences, and no surgical delay was reported. The procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: competitor console not recognized/overpressure. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s for the competitor console not being recognized could be a known software limitation. The probable root cause/s for the overpressure could be surgeon technique including incision sizes and procedure time, variations in scope or cannula size or condition, software error, or user settings. (B)(4).

Event description:
It was reported that there was overpressure in the joint space. No medical intervention, no adverse consequences, and no surgical delay was reported. The procedure was completed successfully.